Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. There was no adverse impact the customer¿s blood glucose.